Event description:
Healthcare professional reported rupture and pain. Device has been explanted. This record is for right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
It has been determined that no rupture was identified during explant surgery. This record is no longer reportable to FDA and will be un-reported.

Event description:
Record is for left side. Device remains implanted.